Manufacturer narrative:
The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller had an abnormal surface temperature. The patient came to clinic and the "warm" controller temperature was confirmed by the vad coordinator. The controller was exchanged without issue and the patient returned home. Investigation is ongoing.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. The controller's surface temperature was within specification during evaluation. A root cause could not be determined as the reported event could not be confirmed or duplicated at the bench level.